Event description:
It was reported that they were getting errors that they cannot clear, resulting in the patient being re-exposed. It was determined that the large filament was open and the tube needed replacing. Once this was done, the system is working as intended.